Manufacturer narrative:
(B)(4). Perforator was not returned for evaluation therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that the codman disposable perforator failed to disengage during a tumorectomy, injuring the dura mater and causing a brain contusion during placement of the first burr hole with the elan4 drill drive. Hemostasis to the injury was performed, the device was changed to a new one and the procedure was completed. No surgical delay was observed, and the patient has since recovered.